Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed sodium (na) results for one patient sample while running on the alinity c processing module. The following data was provided: sid 0315991: initial na result = 119 mmol/l; repeat result: 137.5 mmol/l the customer¿s normal reference range for sodium is 133-146 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely depressed sodium results when using alinity c ict sample diluent (ln 7p53-20) lot 36568un22 on alinity c processing module, serial number (B)(6) included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. A review of tracking and trending data did not identify any trends related to the current complaint issue. A review of device history records did not identify any non-conformances or deviations associated with the list number/lot number and complaint issue. File sample analysis was not performed. As part of troubleshooting, the suspect samples were retested giving higher results. Qc was acceptable, indicating the assay is performing as expected. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic system or product deficiency was identified for alinity c processing module, serial number (B)(6) and the alinity c ict sample diluent (ln 7p53-20) lot 36568un22.

Event description:
The customer reported falsely depressed sodium (na) results for one patient sample while running on the alinity c processing module. The following data was provided: sid (B)(6): initial na result = 119 mmol/l; repeat result: 137.5 mmol/l. The customer¿s normal reference range for sodium is 133-146 mmol/l. There was no impact to patient management reported.